Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that during the service, it was found that the neuro-tip was damaged. It is unknown if the event occurred during surgery. It is also unknown if there was any injury or medical intervention related to this occurrence. No additional information was available.